Event description:
The reporter indicated the patient had chest pain at the generator site. The reporter indicated that upon device palpation, it was confirmed that it was "freely moving. "The reporter indicated she believes "that the generator has become dislodged as the patient reports that she has to physically lift the device up to gain relief from the pain." Good faith attempts are being made for information.